Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified creases fold and delamination. A valve leak test and microscopic analysis was performed which identified an opening crack, total delamination of the valve and wear abrasion. Based on the device analysis the final assessment is total delamination of the valve (adhesive failure), and a cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.